Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on 31-mar-2009: a (B)(6) male consumer was injected with poly-l-lactic acid (sculptra, lot # and expiration date not provided) on the left side of his face more than a year ago for (B)(6). He reported that he had a lump that has been around for about a year. It was long and stretched and it rolls and did not appear to be attached to the bone on the surface with the skin. The lump was not painful. He did not have a biopsy done. He was planning to see the physician soon about the lump. At the time of the report the lump was ongoing. No further relevant info was reported.

Manufacturer narrative:
Additional implant dates: (B)(6) 2005, (B)(6) 2006, (B)(6) 2007. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk), from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info received from a physician on (B)(6) 2009: the completed healthcare professional form and medwatch were returned with additional info. The physician indicates the outcome of the previously reported event is undetermined. He writes "the pt received more pap product here in our office on (B)(6) 2009; however, he lives far away in (B)(6) and we have not seen or treated him since (B)(6) 2008. We are working toward scheduling him an appointment soon." The physician also indicates the data is insufficient to determine a causal relationship between the event and the poly-l-lactic acid and he will have to interview and examine the pt to make a determination. No further relevant info reported. Additional info received from a physician via hcp, sculptra ae and medwatch forms on 29-jun-2009: 72 hours prior to the pt receiving injections, the poly-l-lactic acid was reconstituted with 4 milliliters (ml) of sterile water, 0.5 ml lidocaine and 0.5 ml of lidocaine with epinephrine. On (B)(6) 2008 the pt received 735 milligrams subdermal of poly-l-lactic acid [lot # a6013, exp date 31-mar-2008]; 4 cubic centimeters (cc) into each cheek and malar areas and 1 cc into each temple and pre-auricular area for (B)(6). This was his fifth poly-l-lactic acid injection as he previously received injections on (B)(6) 2005, (B)(6) 2006, and (B)(6) 2007. On an unk date the pt experienced nodules that were 1.0 x 1.5 cm (cm) firm subcutaneous that was palpable and minimally visible just posterior to the left nasolabial fold. A biopsy had not been performed. The event remained ongoing at the time of this report. The reporter's handwritten note clarified his previous statement of "the pt received more pap product here in our office on (B)(6) 2009" and revised it to say "the more pap product (sculptra) was received by our office on (B)(6) 2009. The product is for the pt's use. It was not injected into the pt on (B)(6) 2009." No further relevant info reported.